Event description:
It was reported that, during a routine service check of this console, laser energy was still emitting from the fiber after the foot pedal was no longer being depressed. There was no patient involved.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this console was thoroughly analyzed. Visual examination of the device showed that the foot switch assembly was in over all good physical condition and functioning correctly. A switch test at the screw down connections was performed and the console passed the test. The checklist activities were completed with no observed issues. However, the footswitch failed intermittently, therefore, the reported allegation is confirmed. The footswitch was exchanged as a preventive method. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a routine service check of this console, laser energy was still emitting from the fiber after the foot pedal was no longer being depressed. There was no patient involved.